Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 700647-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization with thermal balloon ablation". Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic reaction to coils"). The patient was treated with surgery (patient had surgery to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Lot number 700647 is not valid. Most recent follow-up information incorporated above includes: on 19-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and urinary incontinence surgery ('placement of sling for sui') in an adult female patient who had essure (batch no. 700647- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization with thermal balloon ablation". Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to coils"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and bladder disorder ("bladder problems") and underwent urinary incontinence surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and placement of sling for sui( stress urinory in incontinence)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, allergy to metals, urinary incontinence surgery, dysmenorrhoea, abdominal pain, menorrhagia and bladder disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain and urinary incontinence surgery to be related to essure. The reporter commented: she had received treatment for pain, bleeding, bladder problems and placement of sling injury concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Lot number 700647 is not valid most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added- placement of sling for sui, dysmennorhea (cramping), menorrhagia(heavy menstrual bleeding), abdominal pain and bladder problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. 700647- notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization with thermal balloon ablation". Concomitant products included anesthetics, general. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 5 months 18 days after insertion of essure. On an unknown date, the patient experienced allergy to metals ("allergic reaction to coils"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia(heavy menstrual bleeding)") and underwent urinary incontinence surgery ("placement of sling for sui/ urinary problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and placement of sling for sui( stress urinory in incontinence)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, allergy to metals, urinary incontinence surgery, dysmenorrhoea, abdominal pain, menorrhagia and bladder disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence surgery and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for pain, bleeding, bladder problems and placement of sling injury. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. The lot number reported (700647) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 700647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization with thermal balloon ablation". Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic reaction to coils"). The patient was treated with surgery (patient had surgery to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added: essure sterilization with thermal balloon ablation. Concomitant medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. 700647- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization with thermal balloon ablation". Concomitant products included anesthetics, general. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 5 months 18 days after insertion of essure. On an unknown date, the patient experienced allergy to metals ("allergic reaction to coils"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia(heavy menstrual bleeding)") and underwent urinary incontinence surgery ("placement of sling for sui/ urinary problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and placement of sling for sui( stress urinory in incontinence)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, allergy to metals, urinary incontinence surgery, dysmenorrhoea, abdominal pain, menorrhagia and bladder disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence surgery and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for pain, bleeding, bladder problems and placement of sling injury. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Lot number 700647 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received: event was added- abnormal bleeding (vaginal). Event onset date was added- pelvic pain, abnormal bleeding (vaginal), bladder problems, dysmenorrhea (cramping). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic reaction to coils"). The patient was treated with surgery (patient had surgery to remove the essure). Essure was removed in 2012. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.